Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros 5600 analyzer. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer performed service actions to multiple analyzer subsystems and performed related adjustments. Performance testing following service verified that the equipment was returned to expected operation. There is no evidence that the vitros tropi es reagent had malfunctioned. The assignable root cause is an instrument related issue.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result (patient result = 1.05 ng/ml) for a single patient sample while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es result was reported to the clinician, who questioned the result. A corrected report was issued based on repeat testing (repeat patient result < 0.012 ng/ml). There was no report of harm to the patient as a result of this event. (B)(4).